Manufacturer narrative:
Additional catalog #s: 72402106, 72402287. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) female pt with an etiology of surgical trauma and obstetric trauma was implanted with an acticon device on (B) (6) 2008. On (B) (6) 2010, the entire device was removed and replaced, due to erosion, pt has cancer and is being treated. A request for the device to be returned for analysis has been sent and the device has not been returned. No further info has been provided.